Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 351 and the contact initially thought that the pump was delivering the insulin too slowly as it was thought that the insulin on board reading was insulin yet to be delivered. Tandem technical support educated the customer on how to read the iob and the contact then confirmed that the pump was operating as expected. The customer stated that the customer had been sick and a possible cause of the high bg. The contact was to speak to a healthcare provider regarding the high bg level.